Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight universal ii. Guide catheter: 6 fr ebu 3.5. (B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 90% stenosed, de novo, mid right coronary artery after pre-dilatation with a balloon catheter the 2.75 x 33 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. It was noted that anatomical resistance was met during device removal. Outside the anatomy stent strut flare was noted. A non-abbott stent and balloon dilatation catheter (bdc) were used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.